Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable prolactin results for one patient from two cobas e411 analyzers. A physician at the site believed the results generated from the e411 analyzers were erroneous. Refer to the medwatch with (B)(6) for the other cobas e411 analyzer. Serum and plasma samples were drawn from the patient. The serum sample was sent to a reference laboratory using siemens centaur chemiluminescence and the result was 8.8 ng/ml. The plasma sample was tested on the cobas e411 analyzer serial number (B)(4). The result on (B)(6) 2015 was 34.21 ng/ml and on (B)(6) 2015 was 36.45 ng/ml. On (B)(6) 2015, the serum sample was returned from the reference lab and was tested on cobas e411 analyzer serial number (B)(4) and the result was 13.96 ng/ml. On (B)(6) 2015, the plasma sample was repeated on cobas e411 analyzer serial number (B)(4) and the results were 31.12 ng/ml and 20.98 ng/ml. The results were reported outside the laboratory. The result from the reference laboratory was believed to be correct. The patient was not adversely affected. The reagent lot number was 184180. The expiration date was requested, but was not provided. The field service representative found the measuring cell voltage had dropped. He readjusted the measuring cell. He determined the system was operating to specifications and the customer's qc passed.

Manufacturer narrative:
A specific root cause could not be identified. Based on the provided data, it was determined a technical issue was not likely but could not be excluded. A sample related issue such sample mix up or contaminated sample is most likely.